Manufacturer narrative:
Follow-up (2/20/2013)-device evaluation: the lancing device involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the lancing device has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging she was unable to use her onetouch delica lancing device due to an ejector control issue. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began at approximately 2:40pm, on the same day she contacted lfs for assistance. The patient reportedly manages her diabetes with an unknown type and dose of oral medication along with diet and exercise. She denied taking any action regarding her usual diabetes management routine in response to the alleged issue. She claimed approximately 20 minutes later, she developed symptoms of 'sweating' and despite her symptoms she denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the patient was using the lancing device for the first time. The correct lancets were being used. The issue remained unresolved and a replacement lancing device was sent to the patient. The subject lancing device had been returned, however investigation is pending. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged issue began.